Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The device history records were reviewed with no evidence to suggest a manufacturing related cause. The potential cause of guide wire kinked while being advanced into the vessel could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the guide wire kinked while advancing the wire into the vessel after the wire passed through the needle. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the guide wire kinked while advancing the wire into the vessel after the wire passed through the needle. No patient injury or consequence.